Event description:
It was reported that the customer received a motor error alarm after priming and connecting the infusion set to her body. The customer had received a no delivery alarm before the motor error alarm, and, after changing the insertion site, she received the motor error alarm. The customer's blood glucose was 399 mg/dl. The customer treated herself with manual injections. Troubleshooting was done. The customer stated that she had an x-ray done a month prior and did not take the insulin pump off. The customer was unable to complete the rewind sequence. The customer further mentioned that the keypad was not responding. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. Unable to perform the excessive no delivery test and occlusion test due to motor error alarm. All buttons function properly. No damage noted on keypad traces. The on the connector on the lcd board was locked. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.